Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "patient had order of thymoglobulin and was started by rn to infuse in 6 hrs. Pca later called rn back because IV pump was alarming "air in line." Pump was turned off and rn discovered that v bag was empty. Md notified that medication had infused over 1hr and 20min instead of over 6 hours."